Event description:
It was reported the patient's implantable cardioverter-defibrillator presented with weak telemetry. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Additional information: d6a - implant date.